Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "5-year review of second-generation acetabular cup with dome screws" written by david a. Fisher published by the journal of arthroplasty vol. 14 no. 8 1999 accepted by publisher 27 april 1999 was reviewed. The article's purpose was to review a surgeon's experience with a second-generation cementless acetabular cup with screw fixation. Data was compiled from 197 patients who received thas between june 1, 1991 through june 1 1993 with average age of 62.9 years and follow up of 60 months (range 48-72 months). Depuy products utilized: enduron and hylamer liners, duraloc cups with 1-3 screws in each patient, elite stems (unidentified cement utilized with elite's cement restrictor), aml stems with co cr femoral heads adverse events: revisions for dislocation with liner and head exchange, revision for pain and osteolysis (congruent harms) with loose cups including around screws (osteolysis attributed to poly wear and wear rate information discussed within article) the article does not provide adequate information to determine accurate quantities, and the article does not identify specific product platforms in the adverse events.